Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had damaged neuro-tip. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. The event date is unknown. There was no additional info provided.